Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the reported noise was coming from a slightly maligned upper door dingus. Adjusted dingus. Symptom resolved. Inspected supporting structures. Performed system checkout. Unit operates as expected. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system gantry was making a loud grinding sound during 3d spins. The procedure was still completed successfully with the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.